Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's pacer mode key intermittently delayed when changing from demand mode to fixed mode pacing. There was no patient involvement.